Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 26 september 2006 stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 6.3 cm from the proximal end of catheter. A full dimensional check could not be carried out as damage to the unit prevented measurements from being taken. However, the dimensional inspections which were carried out were in specification. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, no coating damage was evident. There is one other complaints reported for this batch of devices. CAPA was opened on 10th october 2005 as there was an increase noted in complaints where unpreferred method of flush was used. The proximal flushing port was removed in 2006. This will allow for flushing to be carried out only through distal port. Three attempt were made to gather further information relating to this complaint however, no answers have received. If answers are received at a later date which effect the outcome of this investigation, the complaint will be reopened. As answers have not been received, it is unk whether the instructions per the dfu were adhered to. As per the dfu, before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs. This reported defect will be monitored and trended through the monthly complaints review board.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, it was noted that the device was defective. It should be noted that no particular failure mode was reported. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.